Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician performed a y-90 mapping and coiling and experienced failure on closure with the involved angio-seal device. The anchor and plug were deployed but per rt successful closure was not achieved. The patient was put on thrombolysis and experienced acute ischemia to the foot. The patient was in stable condition. The procedure outcome was completed. Additional information was received on july 2, 2019: the procedure sheath size was a 6fr. A pre-deployment angiogram was performed. The anchor and collagen were not retrieved from the patient. The angioseal device did not pullout. There were not any issues with catheterization. The failure of the angio-seal was that it caused vessel occlusion. Hemostasis was maintained because the vessel was occluded, the following day after lysis an mynx was used.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation results. The actual device was not returned to the manufacturing facility for evaluation. However, unused samples were returned for evaluation. All devices were received in a sealed header bag with all accessory components. The sealed header bag was carefully opened. Visual inspection was performed on all sterile unused devices. All device accessory components were removed from the packaging and examined. There were no anomalies with any of the accessory components. The sealed poly-foil pouch was opened carefully, and the device was examined. No visual anomalies were noted. Functional testing was performed on a vessel model on six samples. The hemostasis sheath and arteriotomy locator were assembled and placed into the vessel model. The arteriotomy locator was then removed from the hemostasis sheath and the carrier tube assembly was inserted. When the device cap was in the full forward lock position and mated with the hemostasis sheath, the anchor became exposed at the distal end of the hemostasis sheath. The device cap was then pulled into the rear lock position exposing the color bands of the deployment sleeve and the anchor posted at the distal tip of the hemostasis sheath. The device was pulled back and tamper tube could be seen. The tamper tube was gripped, and the device was continued to be withdrawn until a clear stop appeared on the suture. The tamper tube was advanced until the black marker was visible. The collagen and anchor formed the knot successfully. There were no anomalies noted during the functional deployment of the returned devices. The involved device was not returned for evaluation. Therefore, the investigation was based on user facility information and evaluation of the unused samples. The investigation results verified the returned samples were of the normal product. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.